Event description:
The reporter stated: the patient came into recovery after her operation. She had an epidural catheter which had been connected by the anesthesiologist to the pump. It was reported the setup was at 7ml/hr with a 200mls limit and 0 mls infused. The patient then had to have a check x-ray for her cvp. Then she was made comfortable and the pump was transferred to a stand attached to the bed. Suddenly the motor was heard to go mad. The pump was quickly turned off (all the numbers had gone mad too). It was reported 33mls had infused and the patient's blood pressure dropped. The consultant anesthesiologist who had been in the operating theater was informed. He gave an IV gelofusium 1/21 and ephedrine and had her kept in recovery for at least an hour. Gradually the blood pressure came back up and the patient was responding. The anesthesiologist said she could go back to the ward.